Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Screws to the mount were refitted and tightened to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the display mount is broken and the display tilted downward presenting a fall risk. There was no report of patient involvement.